Event description:
It was reported that during an unspecified timeframe after a coronary artery drug eluting stenting treatment procedure, in-stent thrombosis occurred. The lesion was initially located in the proximal left anterior descending (lad) artery. After having an unspecified taxus express2 drug eluting stent implanted (possibly a 3.00x16.0mm), the patient presented during a unspecified timeframe with unspecified symptoms. Angiographic results revealed in-stent thrombosis at the location of the previously implanted stent. In order to treat the thrombus, the clot was aspirated using an unk aspiration device and another unk stent was placed. The patient was then administered glycoprotein 2b3a inhibitors - antiplatelet medications. The patient was reported to be in good condition. It was also reported that the patient claims to have been consistent with medication administration of aspirin and plavix. Several attempts for follow-up have been made but have not been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.